Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the acculink self-expanding stent delivery system (ses) was advanced to the left internal carotid artery without noted resistance. After stent deployment on the moderately calcified lesion, 1/2 of the stent did not expand as expected. About 30-40 seconds went by and the stent started to expand and was fully apposed to the vessel wall within 2 minutes. There were no adverse patient effects and no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.